Manufacturer narrative:
Upon further investigation of the product returned. Ranfac corporation was unable to replicate the incident identified by the end user. The stylet releases from the cannula with no dragging. The point appeared intact and undamaged. The inside of the snare was intact with no signs of use. No non-conformance identified during this inspection of the returned product.

Event description:
Customer reports that end user was unable to retrieve the specimen from the needle. The end user indicated that the stylet became blocked in which the core needed to be crushed in order to remove the specimen.